Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the receiving inspection report for 00111214001, lot number 89054750, identified no relevant deviations or anomalies with 20 units; 9 units were received with damage, crushed package. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination was not performed as the product was not returned from the customer. This complaint is unconfirmed. The root cause cannot be determined as per heraeus, the root cause of the reported event is "incorrect preparation or use by the physician" with a "potential explanation" of "assessed as user error high viscosity (palacos r) and low viscosity (palacos lv) was mixed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded by the customer.

Event description:
It was reported that the palacos regular cement was too runny even after mixing for allotted time. There was no harm or delay to the procedure; there was no patient involved. No adverse events were reported as a result of this malfunction.